Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited noise, oversensing and high out of range impedance measurements. As a result, the ra lead was surgically abandoned. No additional adverse patient effects were reported.